Manufacturer narrative:
Patient information now provided. . This was an endoscopic transsphenoidal tumor resection and using a skull mounted patient reference corrected the issue. Software investigation completed. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. It is suspected that the non-invasive drf was inadvertently moved while draping the patient. Instructions for use for this tracker state: warning: post-registration movement of the patient tracker with respect to the anatomy will result in inaccurate navigation, potentially resulting in patient harm. Warning: carefully consider the location where you will place the patient tracker. Choose a skin site that: will lie safely within the localizer detection field during navigation. Will not result in stress on the tracker as a result of patient positioning. Will not hinder access to the surgical site. Will not be in the immediate vicinity of any large metal objects. Is taut and smooth, not loose, baggy, or uneven. The tracker¿s position relative to the operative anatomy may not be allowed to change during the procedure. The patient¿s forehead is the recommended application site for the patient tracker. Warning: the non-invasive patient tracker may not exhibit in every situation the same accuracy as stealthstation® reference frames using rigid fixation.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a transphenoidal procedure, the surgeon registered the patient successfully and confirmed accuracy before draping. The site stated they were careful not to tug on the patient reference frame with drapes. The surgeon verified accuracy using facial landmarks and deemed being inaccurate. Direction of the inaccuracy was not provided. Inaccuracy was reported at approximately 1 centimeter in places. The surgeon opted to continue the procedure with the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported it was suspected that the reference frame moved during draping. Once a subsequent procedure was performed using the skull-mounted patient reference frame without issue, the issue was deemed to be resolved. No parts have been received by manufacturer for analysis. No further issues have been reported.